Event description:
It was reported that the recharger shocked her on (B)(6) 2015 when they were trying to recharge the stimulator. The recharger shocked her left hand and left finger, the had her right hand on the recharger and the left hand was pressing the green button fluttered on the screen and then it zapper her left finger. The patient had been through a lot with the systems and did not bother her. The last recharge was a while ago, three weeks ago and it had been down for a week. The patient had food poisoning last week and did not want anything zapping around inside her. After the first implant the patient the patient had skin irritation when they recharged with the recharger. The skin felt funny after recharging. The patient was told that they could not recharger on bare skin and was told to have a layer over her skin. The patient was using gauze and was not getting 8 bars so they put the recharger back on the skin. The patient was given sticky patches. The patient was having trouble recharging and having a hard time getting eight boxes on the first device. It was reported that in (B)(6) 2015 the patient had emergency surgery as the devices were going over each other, the implants were too close together and they were not able to recharger because the recharger could not recharge the stimulator that was under the other device. Separate pockets were made for them. It was noted that they started to grind on each other, the device from 2014 was on top of the device from 2013. It was noted that the patient had no issues with the devices when reporting the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead . (B)(4).